Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional medical history included spinal cord injury and a history of recurrent utis (urinary tract infections). On an unspecified date the patient started treatment with lioresal (concentration and dose not specified; reported as "been on it for many years, a long time; was transferred from another pump management physician many, many, years ago"). On (B)(6) 2016, the patient was being treated with lioresal 500 ug/ml at 150 ug/day. On (B)(6) 2016, the patient was seen in office for withdrawal complaints of sudden severe increased spasticity and itching. At that time, a side port catheter access draw was unsuccessful. The same day, an x-ray was done and the catheter appeared intact. The patient was referred to a neurosurgeon for evaluation. The neurosurgeon recommended the patient undergo an abdominal CT (computerized tomography) which was inconclusive. At that time, the patient started oral baclofen 20 mg every 4 hours; she was drowsy on this dosage and ¿did not take it that often.¿ on (B)(6) 2016, the neurosurgeon did ¿an exploratory¿ of the pump and catheter. He found the catheter to be intact and opted to explant and replace the pump. It was unknown, at that time, if there was any problem with the pump. After the pump replacement on (B)(6) 2016, the pump was refilled with gablofen (baclofen) 500 ug/ml at 150 ug/day. On (B)(6) 2016, the patient was seen in office for follow up after pump replacement. At that visit, ¿baclo fen¿ (presumed to be gablofen) 500 ug/ml was increased from 150 ug/day to 200 ug/day. The patient still had oral baclofen supplementation as needed. The managing physician was weaning her off slowly as her ¿tone was still up.¿ as of (B)(6) 2016, the patient was expected to have her pump refilled with lioresal 500 ug/ml in early (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a pharmaceutical company through a manufacturing representative. On 2016-dec-19, it was learned the patient was a caucasian female and the concomitant products included an unspecified bowel maintenance medication. The patient continued to have spasticity, but not as symptomatic as previously. She no longer needed to take the oral baclofen and was not having any itching. No additional information was provided.

Manufacturer narrative:
The main device, other components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturers representative regarding a patient who was receiving 500 mcg/ml lioresal at 174 to 150 mcg/day via an implantable pump for intractable spasticity and a head/brain injury. On (B)(6) 2016, it was reported that the patient was not receiving therapy sometime after their last refill on (B)(6) 2016. A catheter study was done and the hcp was unable to aspirate the catheter. A second catheter study was done and the hcp was able to aspirate the catheter, so the pump was replaced on (B)(6) 2016. The rep was not aware of any volume discrepancies and nothing appeared to be wrong with the pump according to the pump logs. The 12.4 ml was aspirated from the old pump. It was planned that the pump would be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.